Manufacturer narrative:
Device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the haptic broken and bent. Dimensional inspection was not able to be performed due to broken haptic foot plates. (B)(4).

Manufacturer narrative:
H6 - device code: 1494 - this lens model is contraindicated for patients with age less than that of 21 years. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -10.50/+2.5/089 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to lens rotation not associated to a low vault. The lens was replaced with a different model/diopter but same length lens and the problem was resolved. The cause of the event was unknown.